Manufacturer narrative:
Patient ethnicity is unknown. Additional procodes: erl, hbe. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility name and contact information is unknown. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, two (2) drill bits broke during a mandibular osteosynthesis procedure. One of the fragments was recovered by hand, the other fragment was removed with suction. It is unknown if there was any surgical delay. There was no patient consequence reported. This report is for a 1.5mm drill bit/mini qc with 12mm stop/44.5mm. This is report 2 of 2 for (B)(4).